Manufacturer narrative:
(B)(4). Upon reviewing the device, the articulation cable failure in the handle of the device was confirmed. There was no patient harm or injury reported. This MDR is filed as a result of an internal retroactive review.

Event description:
It was reported that during the procedure the articulation of the head of the clip malfunctioned. Another like device was used to complete the case. The procedure was prolonged five minutes and the patient outcome was not affected.